Event description:
A tps handpiece cord was sent for evaluation because it would not stop running when placed in reverse mode. The event occurred during a routine field maintenance service. No adverse event was associated wtih the device.

Manufacturer narrative:
The device functioned as expected, no problems were noted. The device was discarded because it is not repairable once it is disassembled.